Manufacturer narrative:
During a stenting procedure to a lesion in the ostium of the internal carotid artery the physician advanced the angioguard into the distal internal carotid artery, 5mm away from the segment with the stenosis. During the deployment process the filter basked could not be deployed. The physician attempted deployment three times, but failed. The angioguard was removed and changed to a different product. The procedure was completed successfully. There was no patient injury reported. After the procedure the physician inspected the angioguard and found that the proximal guidewire was kinked. Based on the analysis findings, the coil tip was inspected under microscope and it was observed that a 6mm section of the coil tip was unraveled. One non sterile angioguard was received coiled inside a plastic bag. The coil tip presented several bends. The filter basket was loaded further than it is intended to be, it was noticed because the membrane was totally inside the deployment sheath. It was observed that the deployment sheath was elongated at 1cm from distal end of deployment sheath. A 6cm section of the deployment sheath was unzipped at 26.5cm from distal end of the deployment sheath; another 62.5cm section was unzipped starting from the green hub. Dried blood residues were observed inside the deployment sheath at 26cm from the deployment sheath distal end. Two kinks were observed on the delivery wire at 63cm and 65cm from the proximal end. The coil tip was inspected under microscope and it was observed that a 6mm section of the coil tip was unraveled at 2.5cm from tip end. In order to appreciate filter basket conditions the deployment sheath had to be cut since the filter basket could not be taken out due to dried blood residues which were deposited on the membrane. Dried blood residues were removed from the membrane. The membrane was inspected under microscope and severe wrinkling was observed on it, it is possible that the overloading of the filter basket could have caused the wrinkling condition on the membrane. Functional analysis could not be performed according to (B)(4) due to the deployment sheath had to be cut. Note: lake region lot number 01428878 which is cordis lot number 71110510. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428878. This packaging lot contained 155 units, which were shipped from lake region medical on december 15, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery system- deployment difficulty-unable" could not be evaluated since the deployment sheath had to be cut in order to appreciate the filter basket conditions; however, it was observed that the filter basket was wrongly loaded and was further inside the deployment sheath than it is intended to be. The root cause of this failure could not be conclusively determined, but it is possible that the wrong loading and/ or other procedural factors could have affected the event experienced by the costumer. The complaint reported by the customer as: "ecgw (embolic capture guidewire) - kinked/bent-in patient" was confirmed due to the received conditions of the device. In addition to the bends observed on the coil tip, two kinks were observed on the delivery wire on its proximal section. The root cause of this failure could not be conclusively determined. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
The patient was admitted to the hospital with dizziness. His right intracranial artery was atherosclerotic and the physician planned to treat him with stenting. The patient had a lesion in the ostium of the internal carotid artery. The physician advanced the angioguard into the distal internal carotid artery, 5mm away from the segment with stenosis. During the deployment process, the filter basked could not be deployed. The physician tried three times, but failed. Therefore, he withdrew the angioguard and changed to a different product. A precise stent was successfully implanted. There was no patient injury reported. After the procedure the physician inspected the angioguard and found that the proximal guidewire was kinked. Based on the analysis findings, the coil tip was inspected under microscope and it was observed that a 6mm section of the coil tip was unraveled.